Manufacturer narrative:
According to the customer "one of their staff was assembling the lift and their finger was partially severed off". The sample has been requested but has not been returned for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer "one of their staff was assembling the lift and their finger was partially severed off".